Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 372 mg/dl despite receiving multiple correction doses, without reported leakage, kinks, or air bubbles at the prior infusion site, and contacted customer care for assistance with a full supply change. Symptoms included dry mouth consistent with hyperglycemia. Outcomes included provision of troubleshooting and education with instructions to allow one to two hours for glucose regulation, and the user declined further follow-up. Investigation included customer care guided supply replacement and operational troubleshooting. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.